Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.

Event description:
An unspecified insertion issue was reported with the abbott diabetes care (adc) device. The customer reported that after the adc device was attached, a "guide needle came out in the middle." A non-healthcare professional removed the needle with wire cutters and then the adc device was detached. There was no report of death or permanent injury associated with this event.